Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site. The reported complaint of the thermogard console side panels become very hot and the patient could not reach the target temperature was confirmed during the visual inspection. The root cause for the reported complaint was due to a paper towel found in front of the air filter of the console covering the air intake of the compressor, as a result of user error. During the initial functional testing, no issue was observed. The console passed all tests. The event log review showed no significant discrepancies. The functional and calibration tests were performed, and no issue was observed. The console passed all tests, and the temperature reading inputs were correct. No device malfunction was noted.

Event description:
During the cooling phase of the ivtm therapy, the user observed that the thermogard console (sn (B)(4)) side panels become very hot and the patient could not reach the target temperature. No further information was provided. Another console was used to continue the treatment. No consequences or impact to the patient.